Manufacturer narrative:
Since the device is not available to the manufacturer for examination, no device investigation is conducted. If the device is received in the future, the case will be reopened and the device investigated. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging.

Event description:
Per adverse incident report, there was a migration of the electrode array out of the cochlea. There has been a decrease in hearing quality and speech understanding. Per implant registration information, a full insertion was achieved at implantation. The user was re-implanted. Despite requested, the concerned device has not yet been received for investigation.

Event description:
Per adverse incident report, there was a migration of the electrode array out of the cochlea. There has been a decrease in hearing quality and speech understanding. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is assumed to have been present whilst implanted. Damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report.this is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per adverse incident report, there was a migration of the electrode array out of the cochlea. There has been a decrease in hearing quality and speech understanding. Per implant registration information, a full insertion was achieved at implantation.